Manufacturer narrative:
The insulin pump passed the tone check and vibrate check on the self test. The insulin pump communicated properly to the glucose sensor simulator and the transmitter. The threshold suspend alarm functioned properly with the audio tones. No audio anomaly was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
The customer reported that his insulin pump went into a threshold suspend state and there was no alarm indicating this. The customer stated the night before, it did vibrate, but there was no sound. The customer stated it was set on a long beep setting. The customer stated that he had a reading of 44 when his blood glucose was 206 mg/dl. The customer declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).